Event description:
It was reported the patient was admitted to the hospital due to dehydration. An interrogation of the device was performed and it was determined the atrial lead impedance measurements were fluctuating, as well as the sensing trends. The variations were possibly due to the patient's physiology. The physician elected to monitor the patient closely to see if the impedance stabilizes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4)implantable cardioverter defibrillator (ICD)  2013 (B)(6). (B)(4).